Manufacturer narrative:
Device evaluation follow-up #1 submitted 08/29/2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no visible damage to the keypad. The down button has an intermittent response. Removed the keypad and found contamination under all button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.